Event description:
Per information provided: (B)(6) 2011 ¿ patient was diagnosed with four ventral hernias thereby underwent open repair with the implant of ventralex meshes (device 1, 2). Per op notes, ¿two separate hernias were encountered at the superior end of previous midline incision. A ventralex mesh (device 1) was placed through hernia and secured underside to the muscle using suture. Another two hernias were found inferior end of the previous incision. A ventralex mesh (device 2) was placed into defect and sutured.¿ (B)(6) 2012 ¿ patient underwent esophagogastroduodenoscopy. (B)(6) 2013 ¿ patient was diagnosed with four separate ventral hernias thereby underwent laparoscopic repair with the removal of meshes (device 1, 2). Per op notes, ¿significantly folded and convoluted mesh (device 2) at the mid portion of the abdomen and the second folded and convoluted scarred in mesh (device 1) up in the epigastrium with some obvious hernias in close proximity to meshes were noted. The mesh itself had folded and was not completely covering the initial intended hernia sites. Both the meshes (device 1, 2) were removed. The hernia was noted. A synthetic mesh was placed into abdominal cavity and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.